Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative via a healthcare professional regarding a patient who was receiving baclofen 2,000 mcg/ml at 976.5 mcg/day flex dose via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported that a patient was in the emergency department (ed) on (B)(6) 2017 when a company representative interrogated the pump and a motor stall occurred message appeared. The pump alarmed, and the logs were read. The patient was itchy and twitchy. The issue was resolved at the time of this report. The healthcare professional has no further information. The patient¿s weight and medical history was unknown and would not be made available. The patient¿s status was alive ¿ no injury. The pump was explanted on (B)(6) 2017. The device was in the possession of the hospital and planned to be returned to the manufacturer. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.